Manufacturer narrative:
The event occurred in (B)(4). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the device gave a bolus unintentionally on two occasions; patient was able to self-treat. No adverse event reported. Requested for assistance was submitted. No product requested for return.